Event description:
It was reported that an alert/notification settings issue occurred. The patient stated that she was not aware that she was getting a low cgm readings on her receiver, "missed an alert" and passed out. The patient hit her lower back when she passed out. The patient was not holding her receiver when the alerts came on. The patient was heard and found by her partner on the floor. The partner gave her honey. The patient was unconscious less than 5 minutes. The patient does not have a bg meter. The bg was not checked. The partner saw the cgm was displaying low and called 911. The patient was taken to the emergency room and they took a bg which was 100 mg/dl because of the honey. The cgm reading at that moment was unknown. The patient was in the emergency room for 4 hours and was discharged the same day. The patient was given orange juice and honey. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.